Event description:
The customer reported that the cine function was not operating properly. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and cine bridge pcb were evaluated and reseated. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.